Event description:
It was reported that during a laparoscopic cholecystectomy procedure the harmonic ace36e tip broke into pieces during use. The probe was a first time use but however they informed us after they washed the probe. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Reprocessed device- not reportable the device was returned with the blade coming out from the back of the device. The instrument was disassembled and corrosion was found at the hand activation domes, rotation knob, handles, outer tube and at the insulated retention pin area. The insulated retention pin was missing but evidence of the insulation was present inside the handles. Due to the evidence of reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause.